Manufacturer narrative:
Continuation of d10: product ID 97725 lot# serial# (B)(6). Product type external neurostimulator product ID 977c265 lot# serial# (B)(6) implanted: (B)(6) 2023. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(6), ubd: 19-apr-2026, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2023-nov-15 the patient reported that they were calling because "it's all screwed up". They explained that prior to getting the implant they a back fusion that stabilized degeneration however, they still had pain after the fusion, so they got the implant. They explained there was a lot of scar tissue during "the surgery" and nerve tissue was destroyed and resulted in so much pain for the pt. The pt reported the pain was affecting how they were walking and stated "this thing they went through was absolutely traumatic on their body" and they had done a lot of work on a lot of nerves. After the surgery the whole left side of their back was burning and they couldn't touch their back. The pt also reported the stitching of the implanted neurostimulator (ins) pocket had left "on e of the worst scars they've ever seen". They mentioned they were in the hospital for 4 days after the trial, but the dates of the trial and the hospitalization were not specified in the call. The pt thought perhaps the leads got reversed because after the implant the pt was not feeling the tingling where they were having pain (left side of back and iliac bone) but rather was feeling the tingling on their right side and nothing on their left side. In post-op, the rep told the pt to try a different program and different settings each day. After day 5 of trying this, the pt was still not getting the pain relief to their left side. The rep told the pt they would check the programming at the follow up appointment sometime the week of december 4, 2023. The pt was redirected to see their doctor to address these concerns. The pt commented that they don't want another surgery to take out the implant. No device issue reported against the lead. On 2023-dec-11 rep reported the patient's trial took place from november 9, 2023 thru november 14, 2023. They confirmed the patient was hospitalized on (B)(6) 2023 following the implant of the trial lead. The rep confirmed they were made aware of the hospitalization on (B)(6) 2023. The hospitalization was due to post-op pain related to the buried paddle lead for the trial as it required extensive exposure. The rep clarified/confirmed that the reported issues / post-op pain are associated with the trial implant. The rep clarified/confirmed that the reported nerve damage, burning sensation and hypersensitivity were associated with the trial procedure. They added that the pt is a practicing radiologist and speculated that they have nerve damage; the implanting physician did not report nerve damage. On november 13, 2023 (during the trial period), the pt had felt paresthesia on their left side in the area they wanted it. It was not determined why the pt was no longer feeling stimulation where they wanted it and why they were feeling stimulation on their right side. The pt had a follow up appointment on december 4, 2023, and the pt reported they were getting minimal relief. They could feel stimulation on both sides of their body, but they wanted to feel stimulation higher in their back. The manufacturer representatives (reps) have met with the pt multiple times trying to reprogram to get stimulation where the pt wants it. The pt also reported on december 4, 2023 that the burning sensation/hypersensitivity had lessened significantly, so it appears that time to heal from the paddle placement could be attributing to the resolution of the burning sensation. Patient weight was requested but was not made available upon request. The pt also reported on december 11, 2023 information already reported. They added that the reason for getting the ins was due to pain they still had following fusion of t10 to their hips. The trial was put in at t11, which was right where the scar tissue was, and as a result a whole bunch of nerves were damaged. The paddle electrode was implanted at t8-t10. The pt stated they were hospitalized for 4 days after the trial implant because the nerves were damaged so much in the implant surgery. They stated they could not touch the left side of their body; they were in pain. After being discharged from the hospital, they met with a rep for reprogramming, at which time they were able to get stim to hit the area they needed, and the pt was able to walk. Therefore, the pt decided to get the permanent implant, but the "wires got crossed" because when the rep went to program after the permanent implant, they would try to program for the right side, but would feel stimulation on the left and vice versa. Also, the rep was then not able to get the stimulation up in their back where it was before; they could only feel stimulation from their buttock down through their legs. The pt stated the "crossing of the wires" would be fine if the rep could just program each side for the other side of their body. The pt mentioned that they "sewed in the ad with 10 stitches, so chances of it moving are low". The pt stated that where stimulation was currently was doing nothing for them; they wanted stimulation where it was on november 13, 2023 so they could walk. Despite the rep's efforts at reprogramming they couldn't get the stim to where the pt needed the stimulation. The pt stated they were meeting with the doctor again on december 15, 2023, and the rep was expected to be there to try one last time to reprogram and get pain relief. It was reviewed that the rep or hcp could call in to technical services during the appointment for assistance with reprogramming settings and to address any further questions that may arise. On 2023-dec-12 rep provided the serial number for the wens used during the trial. They also confirmed the lead used in the trial is the same lead being used for the permanent implant. On 2023-dec-13 additional information was received from the rep. The rep explained that the implanting physician told the patient that there would be significant post-op pain related to the placement of a buried paddle lead, and that the pt would be staying overnight at the hospital, and this would required time to heal. The pt agreed and then the paddle lead was implanted on (B)(6) 2023. The rep programmed the pt using dtm programming. On november 11, 2023, the pt met with the rep again to set dtm thresholds. The pt had significant post-op pain that was both expected and previously discussed with the surgeon. The rep adjusted programming to low density programming. On november 11th, the pt was having difficulty evaluating chronic pain relief because of the post-op pain, which was noted to be very common in buried lead trials. On november 12th, programming was adjusted and the pt was getting tonic coverage of their left and right side. On november 13th, the pt had a pre-op meeting with their surgeon. Adjustments were made to programming. The pt reported to the surgeon that they had coverage and walked upright without assistance. On november 14th, the paddle lead from the trial was connected to the permanent implanted neurostimulator. On november 27th, the pt had a post-op meeting. The pt reported their post-op pain was healing. They were unable to get tonic coverage on the area higher up in their back, which had then become their new primary pain. It was noted prior to the trial, the pt 's worse pain was in their low back and left leg. Their cervical spine was not accessible, so the trial was to focus on their lumbar pain. The new pain was reported to be coming from a muscle spasm. The rep programmed dtm programming on november 27th. After that, the pt was to work through the dtm groups. The pt was reported to be very impatient and was expecting the stimulation to provide relief for post-op pain. They were also changing programming independently. On december 8th, the pt had a follow up appointment with their surgeon. As of december 13, 2023, the pt was reporting minimal relief. The rep confirmed the pt would be meeting with one of the reps on december 15, 2023 for another reprogramming session. The rep reported the pt confirmed that the burning they experienced post-op had subsided significantly. The rep reported there was no issue with the equipment, and the post-op pain described by the patient was both expected and discussed prior to the trial. The surgeon had stated that the pt would need sufficient time to heal from the procedure. On 2024-feb-14 the patient (pt) called back stating that when implanted, the hcp who implanted the ins mislabeled and destroyed the nerves and put it above where it should be. They were in the hospital for 4 day. And the next day put in a program device into the lower back, the incision was 6 inches long and the leads were crisscrossed. Due to that the rep programmed the right side when it should be the left side. The program to the other side was not a big deal and they called the field engineer since they could not get relief. It had now been 3 months since the doctor destroyed the pt and the pt was going to get the field engineer that did sublevels where they did not feel tingling on abc. Group c did therapy for their other leg and it was only programmed since the rep wanted to try it so group c was worthless; when it comes to group b as soon as they lay on the couch the whole spine felt vibrating. The pt only used group a and it barley hit it and they put it up above t8 and t9 when inserted. When implanted the doctor thought they put it in a clean area and pt ended up in hospital for 4 days with an outpatient procedure. They felt better when it was off then when it's on for the pt never had a limp before. The neurosurgeon tested them and their left leg was weaker (not due to device but due to the person). Pt was playing golf last year and now they could barely walk. The pt was being put on a physical therapy program since they were barley walking and needed a walker and that was not them. The pt would like to get the ins working to help them since it needed to be programmed correctly. The pt had been in contact with another rep as of yesterday for they were working with the people upstairs to get an engineer to come see the pt. On 2024-feb-20 the patient (pt) called back stating they needed help to get the device to work. Pt started to repeat what was documented on the previous call and then got a call from the hospital. Pt then hung up. Pt later called back in repeating information already documented in this case. Pt stated their left leg is getting weaker from the surgery. Pt stated group a was programmed with an hcp at sublevel so they cannot feel the stimulation and b is low level vibration. Pt wants to be reprogrammed to make the therapy work. Pt said they have turn the stimulation off for a day while they were recharging and they felt no difference. Pt stated they texted the rep about the issue but is not responding to the pt. Agent reviewed they would need to follow up with hcp for this issue and they would need to contact the reps if needed. Agent sent email to local reps for visibility.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that pt said they got their ins for their muscle pain and the doctor would up mutilating them by removing a part of their spine and trying to create epidural space to insert the leads along the t-9 instead of t-8 where they should have gone. Pt has been in agony since the implant, and never got a trial. Pt will be meeting with another doctor in 2 weeks to have a fusion done 2 levels higher and to try to remove the ins, and will likely be in a wheelchair the rest of their life as a paraplegic.

Event description:
Additional information received from the patient. The patient alleged that spinal cord stimulation was "harming people." The patient noted that they were given a "permanent trial" in their spine, with extensive fusions from t10 through the pelvis. The trial electrodes were never placed. The paddle was attempted through the fusion, and intertwined nerves, leaving them with an unstable back and 4 days of hospitalization. The 60 minute "permanent trial" took 3.5 hours. Five months later, the patient could barely walk. The paddle was put at the wrong level, and the programmer "couldn't get it functioning."

Manufacturer narrative:
Continuation of d10: product ID 977c265 serial# (B)(6) implanted: (B)(6) 2023 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the healthcare provider (hcp) destroyed their spine and can barely walk. Pt says the local reps keep trying to reprogram the device "but she put it in the wrong place, and went lower to all the areas I had my spine fused". Pt is upset and declined when offered to send out hcp listings to them. Pt says the hcp "never put a trial in me." [See general text for omitted information.]

Manufacturer narrative:
Continuation of d10: product ID 97725 lot# serial# (B)(6) implanted: explanted: product type external neurostimulator product ID 977c265 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2024 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported patient tells that he has new pain since his implant which he attributes to nerve damage from the procedure. He had a buried paddle trial. Physician told patient to expect some post op pain associated with the paddle placement. Patient told the physician during at the final day of the trial that he had 50+% pain relief. Patient also stated to me that he did not have 50% relief but did not want the surgeon going back into his back for more surgery. The pain has been subsiding over time but is still present. I've reprogrammed him multiple times but the new pain in not being relieved. On (B)(6) 2024, rep reported successfully revised the paddle. Replaced 2x8 with 977165 and moved location of paddle to top of t8.

Manufacturer narrative:
Continuation of d10: product ID: 97725, serial# (B)(6), product type: external neurostimulator; product ID: 977c265, serial# (B)(6), implanted: (B)(6) 2023, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient (pt) reported they were left with significant complications following their implant procedure.

Event description:
Additional information received from the patient. It was reported that the patient just came out of 18 hours of surgery to rectify problems caused by the physician who implanted the device improperly.

Manufacturer narrative:
Continuation of d10: product ID 977c265 lot# serial# (B)(6); implanted: (B)(6) 2023; explanted: (B)(6) 2024; product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977c265 serial (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2024 product type lead e4: this report was submitted in part due to information received in medwatch report reference# mw5154756. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient. It was reported that the patient had laminectomies at t8, t9, and t10. They underwent surgery to repair "damage" and the spinal cord compression caused by a doctor, who took 3.5 hours (for a 40 minute insertion) and damaged their spine at the wrong level. During the initial implant, they went into scar tissue and nerves at t11-t12, with major damage, then put an 8x2 lead at t9, which the surgeon thought was t8. It caused major cord compression. The battery was inserted with "crisscrossed wires on day 6." The surgeon never looked at their MRI and there was no trial, and they went "downhill" for six months. The healthcare provider almost paralyzed them. They couldn't be programmed by three programmers and they had no effect. The patient was in agony. The patient noted that it might take them over a year to heal. They reported that "we will go down more by continuing to use incapable docs" to insert dbs/scs devices, and they would "not end my life and medical career because of your unqualified docs." They had unremitting spinal pain for 6 months. It was also reported that their spinal cord was "compromised" and they had an extensive revision to correct "irresponsible mistakes." They had their 8/2 lead removed in preparation for the hospital's approval of a new system. The other 5/6/5 lead was inserted at the correct level, and the previous lead was removed, but they had to have spine fusions up to t8 to repair the damage caused by the prior neurosurgeon to relieve their spinal cord compression. The prior neurosurgeon "got in too deep and caused significant damage" and "didn't follow your protocols."

Manufacturer narrative:
Continuation of d10: product ID 977c265 serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2024 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient. It was reported that the "spinal cord stimulator" was placed in the wrong area and caused significant spinal cord damage. The patient noted that the three major criteria for placement were violated; decreasing pain minimum 50%, 5-10 day trial, and pre-op or recent MRI. The patient reported that all were violated and the outpatient procedure of 45 minutes took 3.5 hours. The patient noted that this "paddle device" should not be used on extensively operated spines with scar tissue.

Manufacturer narrative:
Continuation of d10: product ID 977c265 serial# (B)(6) implanted: (B)(6) 2023: product type lead b2: the outcome attributed to the adverse event is spinal injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient. The patient reported that a physician "just destroyed my spine and life." The patient clarified that they had a "spine stimulator" placed, causing damage to their spine by the neurosurgeon.